Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the lead and device continued to exhibit high out of range rv impedances of greater than 3,000 ohms, as well as poor sensing and increased thresholds. A revision procedure was performed and the lead and device were removed from service. No adverse patient effects were reported.

Event description:
Boston scientific received information that a latitude red alert was detected from this implantable cardioverter defibrillator (ICD) due to high right ventricular (rv) impedances. No adverse patient effects were reported.